Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported by the customer that his insulin pump was alarming a button error and upon inquiring further, it was discovered that he had been hospitalized for high blood glucose levels on (B)(6) of 2014. Customer stated he was experiencing diarrhea, headaches and backaches prior to hospitalization. Paramedics responded to customer's home and treated him with manual insulin injections. Customer was then taken to hospital. Blood glucose level was 300 mg/dl at time of hospitalization. While troubleshooting the insulin pump alarm, customer stated that the device had been exposed to moisture since he wears it against his skin and that one button was unresponsive. Customer was unable to continue troubleshooting due to button being unresponsive. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was 146 mg/dl at time of reporting. Nothing further reported.